Event description:
It was further reported that the product fault did not occur during patient use. There was no patient involvement.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated reflect code 4582.

Manufacturer narrative:
One cadd solis hpca pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Accuracy testing was conducted and the reported delivery accuracy issue was unable to be duplicated. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was out of tolerance greater than 10%. There was no reported adverse event.